Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during right atrial lead explant, the right ventricular lead insulation exhibited an anomaly. The lead was explanted.